Event description:
The pt fell on (B)(6) 2010. The pt was admitted to the hospital due to "excruciating pain" and swelling. The pt was not showing any overdose symptoms and was not in any danger according to the ER. The pt was experiencing much more pain than they had before the fall. The type of medication. Concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).